Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. In (B)(6) 2024 the firm was notified that the patient had sustained multiple falls and had lost therapy from the medial lead. The lateral lead remained functional. Physician assessment found that the medial lead had migrated away from the intended nerve target, causing the loss of therapy. On (B)(6) 2024 a surgical revision was performed to place a new lead on the medial side of the knee to restore therapy.

Manufacturer narrative:
There are no reports of any component fracture or other malfunction. Loss of therapy appears to be directly related to patient falls, leading to migration of the implanted lead.